Event description:
It was reported that the customer had low blood glucose of 48 mg/dl and felt like she was administered a lot of insulin. Customer took glucose tablets. She stated she was not doing anything out of the ordinary when the incident occurred and had not had any issues since. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.